Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-22709, 1627487-2020-22710, and 1627487-2020-22712. It was reported that the patient's leads had migrated. In turn, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted. No additional information is available.